Manufacturer narrative:
As reported, patient experienced mesh migration one week post implant of bard soft mesh. The information obtained is limited to the received medwatch report. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s alleged postoperative course. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As per medwatch report # mw5176559 "my hernia was repaired by a robot and the student and surgeon ask if they could video my surgery for educational purposes, about a week later after surgery it migrated and didn't find out until (B)(6) 2024, requested a second opinion to find out I needed the best surgeon in the world and was told it might take all three, a referral was sent to (B)(6). Dr (B)(6) told me it would do more harm than good to operate he wanted another CT scan and a second opinion himself, now I find out if my options have changed, I want to know the exact kind of bard soft product was used and why was I not informed of this product being harmful to my life?".